Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a medical procedure, an access guidewire tip detached within the patient. The detached tip migrated into the patient's abdominal aorta. The physician removed the foreign body with a vascular snare device with no additional patient consequences to report.